Event description:
Bed found in storage area. No injuries reported. Bed has no ground reading on safety analyzer.

Manufacturer narrative:
Technician replaced power cord plug. Performed function check and safety analyzer reading all check ok problem resolved. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.